Event description:
It was reported that the pt was experiencing pain because her vns generator had "flipped." The surgeon took x-rays and indicated that her vns was upside-down. The surgeon took her into surgery and readjusted the pt's generator. Diagnostics taken by a manufacturer representative on (B)(6) 2011 found no anomalies. Attempts for additional information are in progress.

Event description:
Additional information was received that the patient's vns was re-sutured by the surgeon and there have reportedly been no complaints since. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient came to the emergency department complaining that the generator was moving and causing pain. Device diagnostics were within normal limits. The patient underwent surgical revision at which time the surgeon moved the generator under the muscle to keep it from migrating. It was reported that a non-absorbable suture was used during the revision surgery in (B)(6) 2011. The physician believes that the patient manipulates the device through the skin. The surgery was performed for patient comfort.